Event description:
It was reported that the physician had to reposition the alp due to high capture thresholds during an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026. There was a separation issue noted while repositioning the alp, but it was eventually released and fixated. Fluoroscopy noted the alp dislodged and was floating in the right atrium (ra). The alp was retrieved and new alp was successfully implanted. The patient was stable throughout the procedure.